Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the surgeon was using an lc207 clip applier with lt200 while harvesting the internal mammary artery during the procedure. The clips from this device (lt200) did not hold the vessel securely. Three different lc207's were used but only one lc207 is being returned along with the lt200 clip that failed. After completion of the procedure, the pt had to be reintervened due to collateral artery bleeding. The pt's condition is recovering and doing well. 09/18/2000 message from affiliate. The amount of blood loss data is not available. Confirmed by surgeon.